Manufacturer narrative:
Additional information: a2, a3, b1, b2, b5, b7, h1, h2, h6 and h11. B5: baxter was informed that the patient remained in the hospital until the patient's death. The cause of the reported ¿unresponsive/cardiac arrest¿ was electrolyte related problem or new ischemic event. Additionally, it was reported that the "incident was due to patient conditions and unrelated to the dialysis equipment". H11: the device was not evaluated on site since it was determined that the incident was due to patient conditions and unrelated to the dialysis equipment. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Based on additional information received, the ak 98 machine was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that approximately 30 minutes of treatment using an ak 98 machine, the home patient was found unresponsive and chest compression, understood as cardiopulmonary resuscitation (CPR) was started. The patient was transported to the hospital and the patient¿s outcome is unknown. No additional information is available.